Event description:
The product was used in a one step procedure on (B)(6) 2013. But at the 30 day follow-up visit, the surgeon mentioned an over 60% of skin graft loss with no obvious reason. No particular treatment was done but just to wait. The pt's next visit with the surgeon will be in (B)(6) 2013. The wound was a squamous cell carcinoma thickness, 6.2mm.

Manufacturer narrative:
Please note: this idrt (integra dermal regeneration template) single layer product is not sold in the united states. The device involved in the reported incident is not expected to be rec'd for evaluation. An investigation has been initiated based upon the reported info.